Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report.

Event description:
A customer reported a signal loss issue while using an adc device (reader). The customer reported that due to this, they were unable to receive glucose alarms and required unspecified treatment provided by firefighters, however, no additional information could be obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72111-01 which has a similar product distributed in the u.s., model number 71953-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue while using an adc device (reader). The customer reported that due to this, they were unable to receive glucose alarms and required unspecified treatment provided by firefighters, however, no additional information could be obtained. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a signal loss issue while using an adc device (reader). The customer reported that due to this, they were unable to receive glucose alarms and required unspecified treatment provided by firefighters, however, no additional information could be obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.